Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level that ranged from 304-528 mg/dl and dehydration. While in the hospital, the customer was treated for dehydration, exact treatment was not provided. The cause of the reported issue was due to multiple occlusion alarms occurring. The customer changed the pump supplies to address the issue and resumed insulin delivery.